Event description:
During a right acl reconstruction procedure, the probe handle became very hot and the gray coating on the probe itself, melted the tip away. No other info is available for this incident.